Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2024; brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2024; brand name ascenda; product ID 8781 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (30mg/ml at 6.9) via an implantable pump for unknown indications for use. It was reported that the patient had catheter revision ¿today¿ and x-ray showed the catheter migrated down to t12. Moreover, the healthcare provider (hcp) stated that the patient experienced return of pain. The cause of the event was unknown. Action/intervention: new catheter was replaced. Outcome: the issue was resolved. The patient weight and medical history were unknown. The patient status was alive and no injury.